Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they didn't use the stimulator for very long because they couldn't get the recharger placed over the implant very well because the implant was in an odd place in their back and it was hard to reach. Patient stated it was frustrating to try and get the battery to charge very long before it would get off that place and it would take 3-4 hours sometimes to charge. Patient said it got so frustrating that after probably a year to 1.5 years they got so frustrated with it and gave up. Patient then stated now they were experiencing more pain again and they were thinking they should get back on it and start it again but they could not find their equipment. Agent asked and patient mentioned off and on for 2 years. A replacement recharger telemetry module (rtm), ac power supply, belt and system carrying case was sent out.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they got the recharger, ac power supply, belt and system carrying case but did not get the controller and battery pack yet. No new information.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned they didn't received the li battery pack. Patient said they had a dummy controller. Agent advised the patient to take out the li battery pack from the dummy controller and use it to the new one.patient called back and repeated previously documented information. Patient confirmed receiving the replacement equipment. Patient mentioned they got their controller all charged up but when they hooked up to charge their implant they didn't see anything indicating the implant was charging. Patient was looking for assistance with their equipment. Agent asked and patient mentioned they did not have their equipment with them at time of call. Patient will call back tomorrow to further troubleshoot.